Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The home health care nurse of a (B)(6) male pt contacted zoll customer support to report that the pt had sores and a wound with dressing that broke open on the garment. The nurse requested that a replacement garment be sent to the pt. The nurse also reported that the pt's back under the therapy electrode pads was red and itchy and broken open. The nurse said that she felt that I t appeared to be a heat rash. Pt ended use of the lifevest due to the skin irritation preventing the pt from wearing the lifevest. There was no follow up to see if the open sores healed.

Manufacturer narrative:
Device eval summary: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.